Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The user noticed that there was discrepancy in couch parameters between imaging and treatment fields. The customer was using truebeam which is a third-party device (varian). The truebeam (varian) linac does not have the capability to return a beam record for cbct images to mosaiq. Mosaiq would take this information from the acquired CT and create a CT field and record it. The couch parameters were correctly recorded in mosaiq for the CT field. For the treatment fields, the couch parameters recorded in mosaiq showed a large discrepancy which did not relate to the shifts made for the treatment. This was because of configuration setting on the truebeam machine. The 'save pitch and roll in treatment records' was selected as 'yes' but the recommended configuration set for clinical use with mosaiq is 'no'. When the setting is selected as 'yes' it causes the couch parameters saved into the treatment records to be sent to mosaiq to be different from those that were displayed on the truebeam console. The customer contacted varian support. The above option was changed to "no" and the couch parameters were properly recorded. This issue was due to a misconfiguration on the varian treatment machine. Mosaiq did not have any malfunction and was working as designed and intended. This is a post treatment record and would not lead to patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the couches are recording incorrectly in mosaiq.